Manufacturer narrative:
The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 200 mcg/ml (unknown dose) and dilaudid 10 mg/ml (unknown dose) via an implantable pump for malignant pain. It was reported that since pump replacement the patient had complained of pain, "like broken glass or stabbing" from behind the pump. The patient would have to push the pump in to make the pain disappear and at times it got "smoking hot" around the pump. The rep stated that they did a computerized tomography (CT) scan and everything looked fine. The pump had been refilled multiple times. There were no issues with the programming or in the logs. The drug was the same as it was from the previous pump. The pump was implanted in the same abdominal pocket as the previous pump. Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal compounded baclofen 200 mcg/ml at 7.214 mg and hydromorphone 10 mg/ml at 7.214 mg via an implantable pump for unknown indications for use. It was reported that the patient stated the pump was getting hot and not lying flat. It was unknown if any environme ntal/external/patient factors had led or contributed to the issue. Diagnostics/troubleshooting performed included the physician stating that the patient did not have an infection and that he saw the patient in the clinic before electing to replace the pump. Action s/interventions taken included the pump being replaced with a new pump. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but would not be made available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.